Event description:
The customer reported to olympus, the evis exera iii colonovideoscope displayed lack of vision. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the flexibility adjustment ring had a scratch, grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, plug unit was deformed, circuit board unit in the suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, cable unit was dirty due to water leakage, the play of the upward/downward knob was out of the standard value due to wear of angle wire, connecting tube had a scratch, the image was not displayed due to the damage on the charged coupled device, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.